Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to be paired with their merlin app. Upon further investigation, it was suspected that the device exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of bluetooth telemetry loss was confirmed. Final analysis found that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were detected.